Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, it was discovered that the cover had been burned around the tip side forceps opening. The coating on the insertion part was peeled off and the display was disappearing. The oredome had appearance abnormalities. The connector was damaged and a remote switch malfunction was found. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus cysto-nephro videoscope was not automatically returning to the axis, it had to be manually repositioned. Essentially, the angulation had become locked and could not be disengaged. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Despite good faith attempts, additional information regarding the event was not made available. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was a report from the facility that the angle lock could not be released, but since there was no reproducibility and there was no abnormality, the factor that led to the event that the angle lock could not be released could not be determined. Olympus will continue to monitor field performance for this device.